Manufacturer narrative:
(B)(4). Service order (B)(4) was generated and determined that battery needed calibration. The battery was charged outside of the cardiohelp successfully. (B)(4).

Event description:
On (B)(6) 2011, cardiohelp with serial number (B)(4), at (B)(6), failed to produce ext. T-art, ext. P-ven, p-int, and p-art readings from sensor tester. This incident did not occur during use. This was an out-of-box failure. (B)(4).